Event description:
Info received indicates the beds head section cannot be raised manually or electrically.

Manufacturer narrative:
The tech isolated the issue to the head up valve cartridge. He replaced the head up valve cartridge to repair the bed.